Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observation of helix extension difficulties.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted. The helix mechanism did not work properly and the lead was not implanted. A second lead of the same model was also tried, with the same results. Finally a non-boston scientific lead was implanted to complete the procedure. No adverse patient effects were reported. One of the attempted leads was returned for laboratory analysis. Analysis completed in our post market quality assurance laboratory identified a product performance issue.